Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for a low blood glucose (bg) level of 30 mg/dl. While at the ER, the customer was given juice, food, and glucose tables to treat bg levels. System check with tandem technical support showed that the customer was connected during the fill tubing step. Reportedly, the customer filled the tubing with 30.2 units of insulin. The customer declined to complete the remainder of the troubleshooting as the customer stated the reason of the low was due to being connected to her tubing during the "fill tubing" step. Approximately 1.5 hours later, the customer left the ER feeling good, with a bg level of 338 mg/dl (due to the food, juice and glucose tablets given at the ER). The customer stated a correction bolus would be delivered to address bg level, was satisfied with information provided, and declined further follow-up.